Event description:
Treatment of an aneurysm. It was reported the coil could not fit inside the aneurysm and the physician decided to remove it. Upon removal, the coil detached. The physician was able to push the coil into the aneurysm and a stent was deployed to secure the coil against the vessel wall. No patient injury reported.

Manufacturer narrative:
The pushwire was returned with approximately 42.9cm of the distal segment missing with the implant coil. The evaluation could not determine the cause of the event. (B)(4).